Event description:
The patient fell 3 months post operatively while on warfarin. The patient experienced hemorrhage/bleeding in the pump pocket, pocket erosion, surgical dehiscence, swelling, fever, pain, and the pocket not healing. The hcp was considering a gallium scan. The device pocket became infected. The date of onset/diagnosis of the infection was 2009. Cultures of the pocket revealed staphylococcus aureus. The patient was treated with both intravenous and oral antibiotics. The infection resolved. The patient did not develop meningitis. The patient's pump contained lioresal. The patient did not experience drug withdrawal.